Event description:
It was reported that the patient experienced pain, redness, and swelling at implant area. The patient noted that she fell on her wheelchair control panel right where pump is implanted below ribs 2-3 weeks prior. The hcp drained about 35cc of a reddish clear liquid from the area. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.